Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The balloon was being used to pre-dilate a 99% stenosed, heavily calcified, and severely tortuous lesion located in the proximal left circumflex (lcx) artery. During the first inflation, the maverick2 monorail balloon ruptured at 6 atms. The physician decided, due to the heavy calcification, to complete the procedure with a rotablator. No pt complications were reported. Pt's status listed as "good".

Manufacturer narrative:
The device was not returned, therefore, a technical analysis could not be carried out. The root cause of the reported complaint could not be determined. The device history records were reviewed and found that the device met its material, assembly and product specifications at the time of release to distribution.